Manufacturer narrative:
Taper unk. (B)(4). The rptr of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The info has not yet been rec'd by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not rec'd the product at this time. Therefore no analysis or testing has been done. Multiple requests for further info have been made. Allergan has rec'd no response from the authors. Obstruction is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of obstruction as follows: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion, or pt noncompliance regarding choice and chewing of food." "Pts must be cautioned to chew their food throughly. Pts with dentures must be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possibly even obstruction."

Event description:
Reported events of pouch dilatation, band slippage, "fluid leak from band", obstruction, "band malfunction", infection, erosion, esophageal dilatation from journal article: "outcomes of revision laparoscopic gastric banding: a retrospective study, anzjsurg.com (2012). Although the MFR of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor of reporting. This medwatch represents the 8 pts, listed in table 2 of the article, who experienced obstruction.